Event description:
It was reported that the keypad of the insulin pump had intermittent response. The customer's blood glucose was unknown. The customer also reported that for the past two weeks they had been having trouble controlling their blood glucose and the cannulas of the infusion sets have been bent; three times back to back. The customer stated that sometimes the insulin pump functioned without any buttons being pressed. The customer stated that they had been doing yard work, had been sweating and had been keeping the insulin pump in their pocket, instead of a clip. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.